Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a neuron max 6f 088 long sheath (neuron max) was kinked upon removal from its packaging. The damage to the neuron max was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new catheter.

Manufacturer narrative:
Results: the neuron max was kinked approximately 21.5 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.